Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3 failed and showing failed to stay closed but drawer was close. A field service engineer (fse) powered off the machine, reset the cables and latch, and identified that the inspection magnet was missing. The magnet was replaced, after which the machine was powered on, hta was run, and functionality was confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3 failed and displayed a ¿failed to stay closed¿ message, even though the drawer was physically closed. The customer attempted to reboot the station; however, the problem persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.